Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that "77" was displayed on the screen of his infusion device. He stated he inserted a new power pack and "77" was still displayed, so he switched to his backup infusion device. To troubleshoot, the pt was advised to insert a new power pack into the device and he stated he still saw "77" on the display. He was advised that this is normal and should clear in a few seconds. The display cleared and the infusion device functioned properly. The pt stated that he was aware of the recall and had forgotten to change his power pack at 2 weeks. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.